Event description:
It was reported that (1) device was used during a laparoscopic hernia. It was reported by the rep that the lcsc5 stopped working with in a couple of minutes of starting the case. Another lcsc5 was used to complete the case. There was no consequence to the pt.